Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unexpected reset occurred. Reportedly, the customer loaded a new cartridge to address the issue. Additionally, it was reported that the wake button was intermittently delayed in responding to presses. Reportedly, the customer applied more force to the wake button to resolve the issue. The customer's blood glucose level was 124 mg/dl.